Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coil expulsion') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant) and skin discolouration ("white spot on skin"). The patient was treated with selenium sulfide (selsun) and cream. At the time of the report, the device expulsion and skin discolouration outcome was unknown. The reporter considered device expulsion and skin discolouration to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. New event white spot on skin was added. Reporter added. Treatment medications selsun, cream were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.